Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was completed on february 23, 2017 which confirmed that the injector was operating within (B)(4) specifications. The multi-patient sterile disposable set (mpat) and the single-patient sterile disposable set (spat) that were in use during the procedure were discarded by the site. The site was unable to provide the lot numbers of the disposables; therefore, testing of retained samples was not possible. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. The site continues to use the avanta fluid management system after the reported event. No further issues were reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
(B)(4) was notified that a patient had suffered a cardiac arrest while undergoing a left heart catheterization. Although the patient was connected to the avanta fluid management system, the injection process had not commenced as CPR was being administered by the physician and the emergency medical team but the patient could not be resuscitated.